Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an "replace sensor" message and was unable to obtain readings. As a result, customer was unable to self-treat due to unspecified symptoms and was provided sugar water, glucose sachet, and pastries by a third party for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor data was analyzed and low glucose values were observed towards the end of sensors life. No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an "replace sensor" message and was unable to obtain readings. As a result, customer was unable to self-treat due to unspecified symptoms and was provided sugar water, glucose sachet, and pastries by a third party for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.